Event description:
False positive result (s). I took 3 of these and saw a faint positive line on each. I took 3 more rapid tests from a different brand and a pcr and all of those were negative. Don't use this test.